Event description:
It was reported that pump displayed malfunction alarm code 0, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was assisted with resetting pump malfunction, did not experience repeat of issue after reset, was advised to continue using pump, and was instructed to call back if same or any malfunction recurred within 24 hours, which customer acknowledged and understood.